Event description:
The biomedical engineer reported that the multigas unit had an error code appearing stating "gas device failure" no matter which bedside he connected it to. They were unable to get any readings from the unit. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit gave a "gas device failure" error message no matter which bedside monitor (bsm) it was connected to. They were unable to get any readings from the unit. No patient harm was reported. Service requested / performed: exchange. Investigation summary: the root cause is determined to be component failure. The sensor needed replacing. The sensor is a replaceable component, where the longevity is dependent upon the following factors: instrument and parts must undergo regular maintenance inspection at least every 6 months. If stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. Water trap should be replaced every 4 weeks or as indicated on the device. Ensuring the environment is optimal as described in the operator's manual.

Manufacturer narrative:
The biomedical engineer reported that the multigas unit had an error code appearing stating "gas device failure" no matter which bedside he connected it to. They were unable to get any readings from the unit. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 01/12/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 01/15/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 01/22/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the gas unit, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Bedside monitor model: ni. Sn: ni. Attempt #1 01/12/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 01/15/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 01/22/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer reported that the multigas unit had an error code appearing stating "gas device failure" no matter which bedside he connected it to. They were unable to get any readings from the unit. No patient harm reported.